Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/12/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. Before use on the patient, a wrong label was identified on the product. There were no patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation revealed incorrect labeling.